Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same patient as MFR. Report # 3005099803-2008-03846. Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 1 year post a rx wallstent permalume 10mm x 40mm stent placement procedure, the stent "foreshortened and proximally migrated into the bile duct". The pt underwent a procedure in which the physician "created a tract between the duodenal stent and the migrated wallstent" and then "deployed [another manufacturer's] 10mm x 80mm stent through the wallstent across the tract created through the duodenal stent". The patient's status is unknown, however, it was noted that the pt's condition resolved with placement of the 3rd stent.